Event description:
It was reported that bd insyte-n yel 24ga x 0.56in catheter defective / damaged date of occurrence:(B)(6) 2024. Incident description: during a vvp insertion on a 4-month-old baby, we opened the catheter packaging and removed the catheter from its case. It was defective (broken piece of plastic), preventing vvp insertion. This is not the first time this has happened to us. Happened. Sometimes it happens when we've pricked the baby. The plastic tip deflects, weakening the vein until it ruptures. Rupture. This forces us to prick the child several times. Patient information: patient's current condition: catheter change, we took another catheter having noticed the damage before pricking, but this is not the case. But this is not always the case. Actions taken in the care facility to manage the patient: catheter changed, we took another another catheter having noticed the damage before pricking, but this is not always the case.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Date of occurrence: on (B)(6)2024 incident description: during a vvp insertion on a 4-month-old baby, we opened the catheter packaging and removed the catheter from its case. It was defective (broken piece of plastic), preventing vvp insertion. This is not the first time this has happened to us. Happened. Sometimes it happens when we've pricked the baby. The plastic tip deflects, weakening the vein until it ruptures. Rupture. This forces us to prick the child several times. Patient information: patient's current condition: catheter change, we took another catheter having noticed the damage before pricking, but this is not the case. But this is not always the case. Actions taken in the care facility to manage the patient: catheter changed, we took another another catheter having noticed the damage before pricking, but this is not always the case.

Manufacturer narrative:
Based on device history record review, no abnormality was observed during the production of the affected batch. Current control there is in-process inspection in place to check for catheter tip damage. There is also functional test in place to check for catheter tip penetration force. No photo/sample was received for further investigation. Root cause could not be determined.